Manufacturer narrative:
PMA/510(k) #: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Nakagawara et al 2019-¿histopathological examination following side-by-side placement of metal stents for malignant hilar biliary obstruction¿. Seven individuals were examined who had died because of primary disease despite having undergone metal stent placement in the biliary duct using sbs procedure. There were 4 cases of stent obstruction after placement. In three cases an additional 8.00mm stent was placed within the original stent due to obstruction associated with intra-stent invasion of the tumor. Causes of stent obstruction are outlined in table 2 ¿autopsy findings¿. Adverse events in case 2: stent obstruction, cholestatis, intrahepatic cholangitis and liver abscess. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15 as the patient experienced adverse events and required intervention (additional 8.00mm stent was placed within the original stent ).

Event description:
This supplement follow-up report is being submitted to include the investigation conclusions. Nakagawara et al 2019-¿histopathological examination following side-by-side placement of metal stents for malignant hilar biliary obstruction¿. Seven individuals were examined who had died because of primary disease despite having undergone metal stent placement in the biliary duct using sbs procedure. There were 4 cases of stent obstruction after placement. In three cases an additional 8.00mm stent was placed within the original stent due to obstruction associated with intra-stent invasion of the tumor. Causes of stent obstruction are outlined in table 2 ¿autopsy findings¿. Adverse events in case 2: stent obstruction, cholestatis, intrahepatic cholangitis and liver abscess. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15 as the patient experienced adverse events and required intervention (additional 8.00mm stent was placed within the original stent).

Manufacturer narrative:
PMA/510(k) #: k163018. Information pertaining to section f. 3 as follows: (B)(6). The zilbs-635-8-6 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. As the lot number of the complaint stent is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zilbs-635-8-6 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl there is no evidence to suggest the user did not follow the IFU . The japanese packaging insert supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Side by side stenting is off-label use in japan. A definitive root cause of off-label use was identified from the available information. The complaint is confirmed based on customer testimony. According to the initial reporter, the patient did experience the adverse effects of stent obstruction, cholestatis, intrahepatic cholangitis and liver abscess. Complaints of this nature will continue to be monitored for potential emerging trends.